Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient was informed that an inappropriate shock had occurred from the implantable cardioverter defibrillator (ICD) and it was not due to a life-threatening arrhythmia. The device remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.